Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of "high" on cgm; due to incorrect date and time being set. Customer treated high bg with a correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.